Event description:
Hill-rom rec'd a report from the account stating there was no audible alarm for the bed exit. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support found the scale/patient positioning module board inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support had the account replace the scale/patient positioning module board to resolve the issue. Based on this info, no further action is required.